Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection was performed and no external damages were observed. The reported complaint of a user advisory 7 message (discrepancy between load 1 and load 2 too large) was observed during power on of the platform. Further inspection determined the cause to be a defective load cell. During inspection of the platform, the reported complaint of a sticky clutch was also confirmed. No other issues were identified during functional testing. A review of the archive was performed and multiple ua 7 messages were observed, including on the reported event date of (B)(4) 2014. Based on the investigation, the part(s) identified for replacement were the single point load cell and clutch plate. In summary, the reported complaint of a ua 7 fault was confirmed during archive review as well as functional testing. The ua 7 fault was found to be due to a failed load cell. The reported complaint of the sticky clutch plate was also confirmed during inspection of the platform.

Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared. The clutch was also found to be sticky. No patient involvement was reported. No further information was provided.